Event description:
New information states that there were interference signals on ECG. The device was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that when the pacemaker is connected, there are a lot of clutter on the ECG, which could not be eliminated. The device was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.